Manufacturer narrative:
Product analysis #(B)(4) :product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the epg did not work properly, confirmed the epg was broken, hanger was broken. Analysis also noted that the lower case was contaminated and scratched , one plug was damaged and the display wires were pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not work properly and it was broken. It was noted that the annual preventative maintenance could not confirm the issue. There was a request to test and calibrate the unit. The epg was returned for service. There was no patient involvement.